Event description:
It was reported to philips that the system failed to complete the startup process properly. The system was outside of use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint